Event description:
Reporter states pt was on morphine drip at 3 ml/hr. When checked one hour later, half of bag had infused. Pt was lethargic and was given narcan to reverse narcotic effects. Morphine infusion was started two hours later at rate of 1 ml/hr. After infusing for two hours, clinician noticed that approximately 60 ml had infused. Pt again given narcan. Pump taken out of use. No serious injury. Initial reporter states that operation log of device was reviewed. Their conclusion was that the incident was due to operator error.

Event description:
Reporter states pt was on morphine drip at 3 ml/hr. When checked one hr later, half of the bag had infused. Pt was lethargic, was given narcan to reverse narcotic effects. Morphine infusion was started two hours later at rate of 1 ml/hr. After infusing for two hours, clinician noticed that approx. 60 ml had infused. Pt again given narcan. Pump taken out of use. No serious pt injury. Initial reporter states that operation log of device was reviewed. Their conclusion was that the incident was due to operator error.